Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacture¿s right atrial (ra) lead displayed noise and oversensing which resulted in atrial tachy response (atr) episodes. The patient had reported hearing tones. Upon review of device data it was noted that there had been a low, out of range ra pacing impedance measurement. Boston scientific technical services (ts) discussed potential causes for the clinical observations. The local boston scientific field representative was unaware of any further information. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.